Event description:
It was reported that a gav 2.0 valve(#fx218t) was implanted. According to the complainant, the valve caused an under-drainage/blockage. The patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformation or damage of the valve was determined. Permeability test: a permeability test has shown that all components are occluded. Computer controlled test: because the valve is not permeable, a computer controlled test is not possible. Internal inspection: after dismantling of the valve, organic deposits were found. Results: according to the investigation results, a blockage was detected. The visible deposits led to the occlusion. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.